Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the introducer needle was leaking was confirmed, but the exact cause was unknown. One 18g introducer needle was returned for investigation. Cracks in the pink introducer needle hub were observed during the investigation. The fracture features were consistent with outward radiating forces originating within the luer hub orifice, and the characteristics observed which supported this type of failure included: cracks which were longitudinally aligned. Functional testing of infusion revealed a leak(s) emanating from the crack(s). Functional testing of aspiration showed that air was drawn into the syringe with test water. It was determined that the forceful insertion of a connecting device may have contributed to the observed damage; however, attempts to replicate this type of failure were unsuccessful which suggested that additional unidentified contributing factors may have also been involved. Consequently, the event was classified as cause unknown. A lot history review (lhr) of reyb0109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leakage of the puncture needle was found when the package was opened for pre-rinsing of the catheter. A new catheter was used to complete the operation. There was no patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reyb0109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leakage of the puncture needle was found when the package was opened for pre-rinsing of the catheter. A new catheter was used to complete the operation. There was no patient involvement.